Event description:
It was reported that a 18mm amplatzer septal occluder was implanted on (B)(6) 2022. Device was measure with trans-oesophageal echocardiogram (toe ) and activated clotting time (act) levels was not performed prior to the procedure however heparin was administered after puncture. One manipulation of device during procedure was noted. After few hours, the patient had chest pain. A transesophageal echocardiography (tee) epicardial effusion was observed that lead to cardiac tamponade. A pericardial drainage was performed but was unsuccessful. The physician converted to cardiac surgery relating to erosion in aorta. The device was explanted. Patient stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion, tamponade, and erosion in the aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.h6 medical device problem code 2682 removed and code 2993 was added

Event description:
It was reported that a 18mm amplatzer septal occluder was implanted on (B)(6). 2022. Device was measure with trans-oesophageal echocardiogram (toe ) and activated clotting time (act) levels was not performed prior to the procedure however heparin was administered after puncture. One manipulation of device during procedure was noted. After few hours, the patient had chest pain. A transesophageal echocardiography (tee) epicardial effusion of unknown origin was observed that lead to cardiac tamponade. A pericardial drainage was performed but was unsuccessful. The physician converted to cardiac surgery relating to erosion in aorta. The device was explanted. A genetic blood testing was also completed; result unavailable. Patient stable